Event description:
The pt originally went to the dr because pt thought that pt's ncp pulse generator was malfunctioning. The device would stimulate abnormally. During the dr's visit, they determined that the magnet in chemistry lab (nmr sptometry) located at the college was stimulating pt's generator. Also, during this visit the physician inadvertently turned the device off (0.00ma) during interrogation. The pt knew that the generator was turned off because when pt would use pt's magnet, it did not work to stop pt's auras. The pt went back to the physician and he found that the device was turned off. The reporter indicated that sometime after this the pt was admitted to the hosp due to the change in pt's thought processes, difficulty thinking, headaches and ear pain. This was found to be related to an allergic reactioin to aspirin. The ncp pulse generator was turned off at that time because of the ear pain. The pt experienced nocturnal seizures and auras when the generator was off and pt requested it be turned back on. The generator was turned back on during an office vist in 2002.